Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that she inserted 3 different sensors into 3 different patients and the pumps did not communicate with the sensors. The nurse also indicated that the sensors are missing the electrodes. The nurse was advised that the sensors would be replaced and agreed to return them for analysis.